Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through strykeractive's facebook page, "had knees replaced 3 years ago and they still hurt. Would never do it again." This report is for the left knee.